Event description:
Gravely ill patient went asystole. Zoll defibrillator pads (electrodes) placed on patient but unable to see a rhythm on the zoll monitor. ICU cardiac monitor still attached to patient and displayed v-fib. Zoll pads changed out and new set placed on patient. New set functioned without event, rhythm appeared on the monitor as v-fib, shock was delivered to the patient, and subsequent shocks as well; equipment functioned as intended. The patient ultimately expired, but upon case review the delay in delivering the first shock did not contribute to the patient's outcome. Biomedical engineering tested the defibrillator pads and determined that there was a user error in opening the pad set. There are clear directions on the outer packaging on how to open the pads, and a warning label that states the product will not function properly if opened incorrectly. In this case, when the pad was opened the shorting pins were left in place which prevented the defibrillator from showing a waveform. It is our understanding that this design allows staff to connect the pad set to the defibrillator monitor, and allows for daily testing so that they are "ever ready" for a code and only need to open the packaging when they are ready to use it. Improved vendor training or a different type of product design might reduce the problem.